Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received stating a (B)(6) year old patient soon after device implant had a visible formation of two masses, one in the right atrium and one in the left ventricle believed to be thrombus. After 15 minutes these two thrombus vanished without observing any changes or stages of resolution. The images were recorded following the implantation of an assist device. Immediately after the surgery, no thromboembolic complications were observed. A doppler ultrasound examination of the blood circulation in the upper and lower extremities showed no thrombus formation. This is a highly unusual case of echogenic mass formation that developed during implantation. Although this could have been an artefact, acute systemic embolization may be a life threatening condition and should be excluded in the early postoperative period. No further information provided at this time. ¿

Manufacturer narrative:
Hvad pump with unknown serial number was not returned for evaluation. Review of the manufacturing documentation could not be performed since the pump serial number is unknown. Review of log files could not be performed since log files were not provided for analysis. The reported event could not be confirmed due to insufficient information. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical factors that may have contributed are multifactorial and may be attributed to medical treatment, progression of disease, anticoagulation therapy, and patient comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. There are patient, pharmacological, and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.